Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, the insulin pump was alarming "no delivery" during a bolus four times. Customer's blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed on the insulin pump. Customer was advised to disconnect from the device and perform a manual prime; the device alarmed "no delivery." The customer was advised the alarm was caused by an infusion set or reservoir occlusion. Customer was advised to replace both of the consumables. The reservoir is not returning for analysis.